Event description:
The patient had two leads from the same lot numbers. It was reported, the patient was not receiving effective stimulation coverage. Follow-up information identified the patient underwent a surgical procedure. It was reported the physician explanted two leads and replaced them with new ones. The patient was receiving effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.